Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced mechanical-electrical dyssynchrony. The patient was attempted to be resuscitated, but died in the lab.

Manufacturer narrative:
Event summary: the patient data files showed at least three applications were performed with catheter 2af284/96333-07 without any issue on the date of the event. This case is a clinical issue encountered during the procedure (the patient experienced mechanical-electrical dyssynchrony. The patient was attempted to be resuscitated, but deceased in the lab.) The balloon catheter was not returned for analysis. In conclusion, this is a case related to a clinical issue (mechanical-electrical dyssynchrony and death). The catheter was not returned for analysis and investigation. There is no indication of product malfunction. If information is provided in the future, a supplemental report will be issued.